Event description:
It was reported that during laparoscopic hand assisted sigmoid, when the device was fired the rod was pushed down manually, the device was closed and fired. When the device was opened, it had stapled and cut half way. The side close to the manual retaining was not stapled. A new reload was fired on the section previously fired to finish the case. As a result, the patient has a temporary colostomy.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. In addition an other reload was received fully fired and the washer properly cut. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.